Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device or excessive bending forces being applied during use. Unknown device disposition.

Event description:
It was reported that patient had a left knee arthroscopic anterior cruciate ligament reconstruction with bone tendon bone autograft and partial menisectomy on (B)(6) 2011 utilizing an arthrex clear cut burr. On (B)(6) 2012, x-rays revealed a piece of the device inside left knee which original surgeon states was a piece of a medical tool/device manufactured by arthrex. Patient underwent a second surgery on (B)(6) 2012 to remove said foreign object from his leg.